Event description:
It was reported that this pacemaker system exhibited a suspected loss of capture (loc) for its right ventricular (rv) lead. Technical services (ts) was consulted and discussed stored data, with further in clinic examination recommended. This device remains in service. No adverse patient effects were reported.